Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was dropped in water. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that there was fluid under the lcd display. The customer then stated that the battery exploded mid-call and the insulin pump alarmed failed battery test. The device was inspected and it was discovered that the battery compartment and spring were corroded. The customer also mentioned that the insulin pump was not delivering the correct bolus amount. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had a blank display due to corrosion on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the failed battery test alarm, bolus wizard, or bolus delivery anomaly due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads and a corroded battery tube/battery contact spring.